Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es had drawer failure. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and the user was able to remove the medication from another drawer. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer stated that the customer was able to resolve the pocket failure. No resolution was provided by the customer regarding how the pocket failure was resolved. The system functioned as intended after the field service engineer troubleshot the device.